Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had inadequate pain relief and was charging the implantable pulse generator (ipg) more frequently. The patient underwent an ipg replacement procedure and the explanted device was kept by the medical facility. There were no reported complications postoperatively.